Event description:
The user facility reported that when the tech went to inflate the balloon in the tr band, the balloon kept losing air.the tr band could not be used as air could not be contained in the balloon. There was no patient injury and/or medical or surgical intervention required.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in sections e2 and e3 and to provide the completed investigation results. E3: occupation: lab manager, rn. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).